Event description:
Additional information was received from the manufacturer representative reporting that the battery was flipped. Surgery was done the next day to flip it back. The patient was doing well and was happy with stimulation.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a non-rechargeable implantable neurostimulator (ins) was changed out with a smaller, rechargeable ins. The patient had poor coupling issues and could only get 2-4 coupling bars. The patient had tried the recharging belt at home without any success. The manufacturer representative could feel all of the corners of the ins. It did not appear or feel to be deep. The pocket felt loose. An antenna locate was performed ranging from 56-66. The incision line was right in the middle of the device and the staples were out. There was a possible flip. An x-ray was performed and showed that the leads were exiting the header block away from the spine. This indicated that the possible flip was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Additional information was received about event timeline. H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that 3-4 weeks after implant, the patient found out the had device flipped and had to have surgery again in less than 2 months to get it fixed. No further complications were anticipated/reported.